Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that there was intermittent image screen display, and the battery icon shows no change of state (battery charging ) even when the unit is powered. The device shut off by itself after 30 seconds. The power supply was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues prior to this reported event.

Event description:
It was reported that the device does not light up or charge handheld. Fuses are ok. There was no known impact or consequence to patient.